Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
(B)(4) increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 6 of 19. The iipv occurred on (B)(6) 2010 during drain cycle 8. The programmed fill volume was 140ml. The ultrafiltration was 85ml. This volume meets baxter's iipv criteria. No patient injury or medical intervention was reported. Follow-up with the peritoneal dialysis nurse on (B)(6) 2011 revealed the patient's prescription changes frequently because he is a baby. The nurse reported the patient is flourishing, growing as he should be, and has not shown any symptoms of iipv.